Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 ipg; implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds possibly related to an electrolyte imbalance or ischemic event. The lead remains in use. No patient complications have been reported as a result of this event.